Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5.6 cm abdominal aortic aneurysm in 1999. The diameter of the proximal non-aneurysm aortic neck was 22.6 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 185 mm. Pre-implant vessel morphology is unknown. The pt has a history of coronary artery disease and chronic obstructive pulmonary disease. In 2002, it was reported that the device had migrated into the aneurysm sac, resulting in a proximal type I endoleak. It was reported that the aortic neck had not dilated, but the aneursym diameter had increased to 6 cm in diameter. There was minimal tortuosity in the iliac artery, and the proximal aortic neck was angulated 20 degrees. The next month two 30 mm diameter x 6 cm length talent extender cuffs were implanted just proximal to the flow divider of the aneurx stent graft. Final angiography demonstrated the area to be widely patent with no evidence of a type I endoleak. The pt was discharged.